Event description:
On (B)(6) 2011/ogation, it was the patient is complaing of dizzy spells and came into the pacer clinic today. Upon interrogation, it was found the atrial lead was oversensing and atrial threshold was high. The cxr was done today and the atrial lead has no slack both leads have a very tight tum at the subclavian incision site. We had reprogrammed the device to ddi 50 and atrial output at maximum. Av delay at 400ms. Ventricular output at nominal since v threshold was normal. She will return to clinic next wednesday for further assessment. (B)(6), canada. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).